Event description:
This report summarizes 8 malfunction events where a midwest energo s 1:5 handpiece overheated. 7 events resulted in no injury. 1 event resulted in patient being slightly burned with no intervention.

Manufacturer narrative:
Additional serial numbers included in this report: (B)(6). 7 of 8 devices were returned for evaluation. We are awaiting the return of 1 device. Evaluation of one device found it to be within specification. Evaluation of two devices found excessive wear due to a lack of proper maintenance. The devices did not heat up during evaluation. The devices were repaired and returned to the customers. Evaluation of one device found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap. The device did not heat up during evaluation. The device was repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance. The device did heat up during evaluation. The device was repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance. A friction problem was identified from pressure on the cap. The device did heat up during evaluation. The device was repaired and returned to the customer. Evaluation of one device found excessive wear due to a lack of proper maintenance. This device had a deformation issue (dent). The device did not heat up during evaluation. The device was repaired and returned to the customer.